Event description:
The ventilator was taken off the patient because the patient was going for a shower and the patient was being bagged. The respiratory therapist went to shut the vent off and the vent shut off and began to alarm and could not be silenced or turned back on.======================manufacturer response for ventilator, newport (per site reporter).======================they sent their sales rep and engineers here to get more information about what happened and they are not clear as to why this happened but are working to try to figure it out. They have no clue at this point.